Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s abdominal pain related to an inguinal hernia which resulted in patient hospitalization. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the hernia event. Per the nurse, the patient¿s inguinal hernia was pre-existing prior to the start of pd therapy. Hernia is a well-documented potential complication in pd patient¿s due to expected increased intra-abdominal pressure from the dialysate during d treatment. Additionally, pre-existing hernias can be exacerbated due to the physiological effects of pd therapy. Therefore, the temporal use of the fresenius cycler to facilitate pd therapy cannot be excluded as a contributing factor in the abdominal pain from the hernia. Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient the patient experienced abdominal pain related to a pre-existing inguinal hernia (prior to start of pd therapy approximately 1 month prior) and was hospitalized. Per the nurse, the patient completed pd treatment on (B)(6) 2021 and was subsequently hospitalized the same day for the abdominal pain. The pd nurse confirmed the patient was having symptoms of abdominal pain and was initially treated with prophylactic antibiotic. However, the nurse stated the patient did not have peritonitis. The patient refused a hernia repair while hospitalized. The patient¿s abdominal pain resolved on its own and on (B)(6) 2021 the patient was discharged. The nurse stated the patient did not have any increased intra-peritoneal volume (iipv) events nor any cycler malfunctions associated with the inguinal hernia pain. Per the nurse, the patient¿s pain is likely to be related to the natural physiological aspects of pd treatment due to the dialysate in the peritoneum. However, the nurse stated the patient is continuing pd therapy with the same cycler without any additional pain.